Event description:
A surgeon reported that during a retina procedure solution came out from the valved trocar cannula after taking the trocar blade out of the pt's eye. The issue was noted in four procedure cases. There was no pt impact noted.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).